Manufacturer narrative:
Manufacturer's investigation conclusion: slight power elevations were confirmed in the submitted log files that were reportedly due to suspected thrombus and resolved with increased anticoagulation medication; however, thrombus was unable to be confirmed as there is no product or diagnostic images available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. A review of the relevant data in the submitted log files found that slightly elevated power values were captured on (B)(6) 2024. The system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the reviewed log file data. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, local infection, driveline or pump pocket infection, bleeding (perioperative or late), renal failure, and peripheral thromboembolic event as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. This document also contains information on caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to a concern for pump thrombus and log files were submitted for evaluation. The patient experienced power spike from the base line levels of 6watts to in the 7's. The patient was asymptomatic with their international normalized ratio (inr) was 2.1, and lactate dehydrogenase was at 237. The plan was to perform echocardiogram, heparin drip, and higher inr goal. The submitted log files captured a couple of above baseline powers noted in the morning with powers noted to be in the 7-8w range. Because these events occurred at the end of the data capture, if the elevated powers were sustained was unable to be determined. Two additional log files were collected with the recording set for every hour. The newly downloaded log files captured routine events throughout the log file. The pump powers appeared to be stable as well as the pulsatility index (pi) values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no thrombus was confirmed through imaging or labs. Further information was also provided from the clinical summary on (B)(6) 2024. The patient had a transient episode of power spike which had resolved since. The power spike occurred without any large bump in lactate dehydrogenase (ldh). The international normalized ratio (inr) goal was increased to 2.4-3 with a heparin bridge and a plan to restart acetylsalicylic acid (asa). Given the patient history of gastrointestinal bleeding and overall protoplasm and stable ldh, tissue plasminogen activator (tpa) was held off. Transthoracic echocardiogram (tte) was performed for bacteremia that suggested pacemaker lead vegetation, but a positron emission tomography (pet)/ computed tomography (CT) scan did not show that. The pet and CT scan showed that the entire left ventricular assist device (led) lit up. Infectious diseases was to follow up the patient. The patient was on 3 antibiotics, likely lifelong and was not thought to be a good candidate for pump exchange. On the coming friday, the power was up to 7-8 and at the goal inr. On saturday, the power was occasional 7watts and on sunday, it was at 6s. The inr was 2.6-2.8 over the weekend and heparin was discontinued on monday. The ldh was slightly above the baseline with normal haptoglobin, plasma free hemoglobin and bilirubin. The patient was discharged on (B)(6) 2024 and was deemed clinically stable with normal powers and ldh. From the echo results; the lvad cannula was unobstructed by color and doppler. Outflow cannula was not well visualized. The septum bowed to the right, mild aortic regurgitation, minimal aortic valve opening with each beat, trace tricuspid regurgitation, unable to estimate. Right ventricular systolic pressure (rvsp) due to an incomplete signal. Right atrial pressure (rap) was at 15mmhg. Mobile echo density visualized the pacemaker lead and thrombus/ fibrin, or vegetation was being considered. There was a severe left ventricular enlargement with a severely reduced systolic function. The right ventricle was not well visualized, and the aortic root was mildly dilated at 4.3cm. The CT results showed a new extensive focal f-fluorodeoxyglucose (fdg) uptake along the left anterior abdominal wall lvad driveline, motor, and proximal inflow and outflow cannulas with associated small fluid collection concerning for acute infection. There was no definite abnormal focal fdg uptake within the heart or along the right chest implantable cardioverter defibrillator (ICD) leads. There was a mild linear uptake along the median sternotomy similar to prior pet/CT and nonspecific which was favored to be inflammatory with infection not excluded. There was also moderate to large left and small right bilateral pleural effusion with adjacent atelectasis, slightly increased from 18may2024 that may reflect volume overload. Notes from their discharge note stated that the device functioned properly upon their arrival with intermittent power increases with no evidence of hemolysis or congestive heart failure symptoms. Log files were downloaded, and the highest power reached 8w. The issue resolved with escalation of the anticoagulation and increased inr goals. The patient was carefully bridged with heparin infusion with activated partial thromboplastin time (aptt) goal of 60-80. After careful consideration, given history of gi bleed, unknown if the history is pre-lvad implant but reported to be long standing history of gi bleed post lvad implant which was initially identified in (B)(6) 2024, current thrombocytopenia, stage 4 chronic kidney disease, and advanced age, asa was not added. Repeat esophagogastroduodenoscopy (egd) was planned as an outpatient.

Manufacturer narrative:
B5 narrative information h6 : update codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.